Event description:
The external pulse generator was returned as part of a trade-in/exchange program and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main clear cover was missing, the upper and lower cases were broken, the main keypad was out of specification (the mechanical "on" button was collapsed) and that the interconnect flex ribbon was kinked (it was routed incorrectly during assembly). It was noted that the device failed two incoming functional tests and upon retesting the failures ten times each, one test passed all one test failed two of the ten and therefore interconnect flex intermittency was confirmed. It was further noted that the unit would be scrapped. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).